Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, delamination, yellow particles, wear abrasion and crease fold. Leak test was performed and found opening on device. A microscopic analysis was performed which identify a striated edge opening, consistent with use of a surgical tool and delamination in the diaphragm valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior assessed as surgical damage. A striated edge opening on anterior assessed as surgical damage. Delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.